Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that every time the patient would lie down for a CT scan or at the dentist, they would feel a ¿buzzing¿ sensation. The patient stated they met with a manufacturer representative (rep) and they had adjusted their stimulation and the issue was resolved. The patient stated they had briefly mentioned the buzzing sensation to the rep in (B)(6) 2017. No further complications were reported/expected. Additional information received from the rep reported that they were never informed of the patient's 'buzzing sensation.'

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.